Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple minimum fill notifications after filling a cartridge with 200 units of insulin. There was no reported adverse impact to the customer's blood glucose. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.